Event description:
The pt reports that subsequent to device implant she has felt dizziness and has experienced a drastic change in bowel movement. After reprogramming she felt stimulation in the correct area, but no longer feels stimulation in her right heel. The pt representative redirected the pt to report symptoms to the hcp. Add'l info has been requested from the physician.